Event description:
--

Event description:
Boston scientific received information that during an implant procedure, difficulty was encountered moving this lead through the patient's vein. An attempt was made to retract the lead, however, the lead became stuck. The lead was pulled out, however, the lead tip became separated, and was stuck in the venous system. An additional procedure was performed, and the lead tip was retrieved from the vena femoralis. A venogram showed the lead had been introduced through the subclavian vein, through tissue, and finally into the vena jugularis, where it had become stuck. A small portion of the broken lead was electively left in the tissue between the veins. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead confirmed the lead tip was missing and noted blood and body fluid in the lead. The lead conductor coils were stretched in the area of the missing lead tip. Analysis found evidence of ductile fracture on the conductor coils, indicating the lead was pulled to the point of fracture by excessive force. Analysis was unable to determine reason the lead became stuck, however, analysis concluded the tip separation was most likely the result of handling during the procedure.